Event description:
Clear drainage from the connection of the lumbar drain to the external becker drainage system was noted. A perforation occurred at the connection of the lumbar drain to the plastic female adapter. Note that we reported two other events of this same issue on (B)(6) 2015 to the company. Event #1 occurred on (B)(6) 2015 and event #2 occurred on (B)(6) 2015.